Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Sales rep stated via email: just had a call from the head tech in cv lab at (B)(6) hospital in (B)(6). They had a pleurx cuff remain in a patient upon removal of the pleurx catheter. The cuff was disposed of. She did not want to tell me the md name who placed it, nor how long the patient had the catheter in. It is under investigation by the risk department. She did not want any letter written to them nor me calling risk management. I agreed to send her my contact info to forward to risk mgt. Which is attached to this email and that they will contact me for next steps. Additional information received (B)(6) 2015: spoke to (B)(6) and she gave the product number as 50-7000b with lot number unknown. She further stated that the patient was having another plerux inserted when the physician noted that previous pleurx site was not healing well. It was then that he discovered the old cuff was still in the patient. The physician removed the cuff and threw it away. Additional information received (B)(6) 2016: can you provide any patient information? (I.e. Age, gender, initials, diagnosis) (B)(6), dx: pleural effusion. Were there any additional medical interventions in addition to removing the cuff? (I.e. Labs, antibioitics, x-ray) removal of pleurx catheter inserted in (B)(6) at different site. Was there any other indication that the cuff was still in the patient? (I.e. Swelling, reddness, infection at the site, fever) site not healed and draining slightly.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. Failure mode for the remaining of loose catheter¿s cuff could not be confirmed, the component(s) in question were not returned for analysis. In addition, picture(s) were not provided for evaluation. Since the product was not returned and lot number was not provided for the reported issue, DHR review was not able to be performed. The reported issue regarding the remaining of the pleurx catheter cuff inside the patient could not be confirmed. The remnant of the cuff in question was not returned for analysis. Lot number was not provided for DHR evaluation. Investigation is limited without the returned product (such pleurx cuff and/or catheter) for thorough analysis. Therefore, probable root cause could not be determined. Based on the lack of a definitive root cause, no corrective or preventive actions were identified for the reported failure mode. This complaint will be added to the complaint trending system and will be monitored for future occurrences.